Event description:
Uterine ablation using this product. As product was going through heating (warm-up) cycle, machine shut down. When surgeon removed device, a hole was noted in the balloon. The surgeon completed ablation using a different product/method.